Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative inquired about issues running brainsense on the tablet, stating that during the process, the implantable neurostimulator (ins) shuts off and prompts the user to select another or a new group. This issue has occurred twice with the patient, once on the day of the call and previously in october. The representative was not with the healthcare provider or patient at the time, so programming details are unknown¿the representative plans to follow up with the healthcare provider to obtain logs.